Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high ventricular impedance/resist. High ventricular lead impedance. Lead warning recorded on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a right ventricular lead warning due to an apparent lead fracture with several high rate episodes, high thresholds, noise, high and variable impedances noted. The lead was removed and replaced. No patient complications have been reported as a result of this event.